Event description:
It was reported that the camera head had image problem, no picture when plugged in. The issue identified during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head had image problem. No picture when plugged in. The issue identified, during preparation for use. There were no reports of patient harm.